Event description:
The customer reported that during a procedure, after cutting, the device would not reopen while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove the device from the tissue.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been returned for eval. Add'l questions in regard to the incident have been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.